Event description:
It was reported that tip dislodgement occurred. A direxion hi-flo fathom-16 system was selected for use. During preparation, it was noted that the tip of the catheter dislodged when the mandrel was taken out; catheter was then disposed. No patient complications were reported.